Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 25, 2016 that a wallflex fc biliary stent rmv was implanted in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed approximately 5 months prior to (B)(6) 2016. There were no issues reported during initial stent placement. According to the complainant, on (B)(6) 2016, during a planned stent removal, the physician attempted to remove the stent with rat tooth forceps. However, the proximal wires of the stent came loose and the stent was unable to be removed. Reportedly, the physician plans a repeat procedure to attempt to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.